Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.